Event description:
The customer stated the system had a saturation error message and the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.